Manufacturer narrative:
(B)(4). Initial report. Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been reported in order to progress with the investigation. Device mfg records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision to right hip due to pain and elevated chromium and cobalt levels.